Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. The device was not returned for evaluation. The failure analysis and root cause determination could not be performed due to the product was not returned. The complaint is unconfirmed.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An operating room manager reported on (B)(6) 2020 the 206320 duraseal exact spine sealant system, the powder turned to liquid prior to use while still in box, may have shipping issue and the product was exposed to heat. It was noted that the blue area is where the powder was stuck to the vial and when the liquid touched it, it became hard and dissolved with the rest. There was not enough concentration for the duraseal to work and they had to use two of them to make it work with the right consistency. Additional information received on 13jan2020 stated that the patient was prepped for a lumbar laminectomy l5 - s1 procedure. The device was in contact with the patient with no injury reported. There was a 5-minute delay reported because a new product had to be opened and had to wait to see if the constitution dissolves completely.